Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a bent haptic after inserting the iol into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.